Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure in 2002. It was reported the patient's spouse noted a "bulge" at the site on 7 days later. The site was reported to "drain" one day later. The patient presented to the emergency room at midnight and was admitted. The admission diagnosis is unknown. The emergency room assessment was "swollen, pain, drainage from site; 4cm x 2cm bulge; oozing dark blood. Surronding area warm and red." An ultrasound on the following day revealed "no pseudoaneurysm; thought complex hematoma or abscess." Blood cultures were positive for mrsa. The patient was begun on vancomycin and rifampin. The patient went to surgery. A general surgeon performed the surgery and noted "infected hematoma. Irrigated with bacitracin, drained and removed." The perclose suture remained in, the surgeon was unaware of the suture being present. The patient remained hospitalized. On following month, the site was reported to re-bleed. An ultrasound revealed a pseudaneurysm. The patient was not responding to the antibiotics. Two days later, the patient went to surgery for "patch angioplasty. A 1cm x 1.5cm defect was found in the anterior wall of the vessel. A carotid type patch was used to close the vessel." On the following day, the patient was transferred to another facility in the same health care system for a vascular surgeon consult; the same physicians continued care of the patient at the second facility. The patient was palced on different unspecified antibiotics. The patient remains hospitalized. No further information has come available.

Event description:
The following additional information was received from the customer. The patient has been trasferred to another hospital. The patient expried. The cause of death and date of death is unknown to the reporter.